Event description:
It was reported that surgery time was extended due to a broken tip of a hex driver.

Manufacturer narrative:
It was concluded that the fracture of the hexdriver shaft most likely occurred in tensile overload. An overload fracture can occur if the mechanical loads applied to the hexdriver exceed the strength of the material. No materials or manufacturing deviations were found in this investigation.

Event description:
Customer reported the system displayed a charger failure during a procedure. No patient injury was reported.